Event description:
It was reported via legal documentation that approximately unknown months after a total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: no concomitants available.

Manufacturer narrative:
D10: (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm; (B)(6), 204-70-00 - tibial stem ext. Screw; (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3; (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6), 200-02-35 - three peg patella 35mm. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.